Event description:
It was reported that there was noise on the right ventricular lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was also reported that there was muscle/nerve stimulation on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).

Event description:
It was later reported that the patient had experienced diaphragmatic stimulation from the lv lead.